Manufacturer narrative:
Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (charger problem, equipment problem set up, download code 176) was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.